Event description:
It was reported that during removal of a drainage catheter suture removal, difficulties were encountered. A flexima all purpose drainage catheter was placed for biliary drainage. During removal of the catheter from the patient, the suture "sticks" to the patient and requires an incision to remove the suture. There were no further reported patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).